Event description:
A pt reported blood glucose results of "206 mg/dl, 93 mg/dl and 160 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution are being replaced.